Event description:
As reported by the user facility (translation of user facility information by (B)(4)): the catheter sheared off in pt. Has to be removed surgical.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). We received one used capillary housing of an introcan safety fep 20g, 1.1 x 45 mm-EU without packaging. The sample was contaminated with blood. The received sample was taken to a visual examination. At the received sample, the capillary was torn off approximately 3 mm away form the capillary housing. The torn-off section of the capillary was not returned by the customer. We exclude a production problem and assume that the capillary was torn off during the application. Therefore, we assume an application problem and consider the complaint as not justified. A follow-up report will be provided after the statement is available.